Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, in mildly tortuous and calcified anatomy, the valve dislodged towards the aorta. Angiography showed moderate aortic insufficiency and transesophageal echocardiogram (tee) revealed trace paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed and moderate aortic insufficiency was still present. Subsequently, a second valve was implanted in a deeper position and the aortic insufficiency reduced to grade ii. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.